Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient received a fill complication error during fill two of peritoneal dialysis therapy. The patient stopped treatment and upon removing the cassette, discovered fluid within the cassette compartment of the cycler. The cause of the leak was unknown. The patient finished their treatment using manual supplies. The next day, the patient attempted to use the cycler for their next therapy but received a make sure heater bag is on heater tray alarm during fill one of therapy. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue with their treatments using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The cassette used at the time of the reported leak had been discarded and is not available for physical evaluation. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was not available.